Manufacturer narrative:
This report is related to MDR 3011632150-2024-00034. A detailed review of all the lot history records pertaining to the manufacture of relevant stent and delivery system lot showed no issues that were deemed related to the complaint investigation. The angiographic images were reviewed and it was confirmed that the 5.0 x 150 mm stent placed in the proximal sfa fractured. A type 3 fracture (full separation of stent crowns) can be seen just proximal to the region of overlap with the 5.0 x125 mm bm3d stent placed in the mid sfa. Approximately 20 mm above this, another stent fracture was present. This is possibly a type 1 fracture (single strut fracture) or a type 2 fracture (multiple single strut fractures). The fractured region of the complaint stent was reviewed at each timepoint throughout the patient's treatment (implantation on (B)(6) 2023, follow-up #1 on (B)(6)2024 and follow-up #2 on (B)(6) 2024). In order to determine the condition of the fractured regions at each stage, a comparison of images from each timepoint was developed and reviewed within the complaint file. On (B)(6)2023, the angiographic image taken post-deployment showed distortion present in the sixth, seventh and eighth crowns from the distal edge of the stent. A small indentation was seen on the right side of the stent four (4) crowns above the noted distortion. Notably, these points of stent pattern disruption coincide with the stent fractures which were visible during the follow-up procedure on (B)(6) 24. It also appeared that these fractures were developing, if not already present, during the follow up procedure on (B)(6) 2024. The image comparison in the complaint file showed that the stent fractures developed within the 10 months that elapsed since implantation. It is important to note that when a bm3d stent is deployed with a distorted stent pattern, the stent does not have the intended pattern in that focal region. If this distorted focal region is then subjected to physiological loading, it may not have the same fatigue resistance as a stent that is deployed as intended. The investigation concluded that the stent fractures developed over time as a result of the stent pattern distortion. Stent pattern distortion was not noted by the physician during the deployment procedure and the events of the procedure remain unclear. Veryan is aware that movement of the delivery system during deployment is a potential root cause of stent distortion. As no details were received regarding the deployment procedure, the root cause of the stent pattern distortion cannot be fully confirmed. Additional information was requested from the site to get more clarity on events of this complaint and they confirmed a response would be provided in mid to late august. Based on the angiographic image review, it was understood that the physician elected to deploy the complaint stent first in the proximal sfa, which was followed by the deployment of two other stents more distally in the vessel. The cautions given in the IFU indicate the potential for stent pattern difficulties when a deployed stent is crossed with additional delivery systems and/or ancillary devices. In this case, the physician did cross the complaint stent with multiple delivery system/ancillary devices. Therefore, the user is a potential contributing factor to the stent fracture which occurred. It was understood by veryan that the stent fractures present were the result of a stent pattern distortion in the deployment procedure. The cause of the stent pattern distortion could not be confirmed due to insufficient information. It was believed that the physician's choice to deploy the most proximal stent first (the 5.0 x 150 mm stent in the proximal sfa) could be considered a potential contributing factor to the stent fractures seen in this case. An occlusion was noted during the first follow-up procedure on (B)(6)2024. It was understood that this occlusion was located in the distal sfa/popliteal artery of the patient where the second 5.0 x 150 mm stent was placed and was therefore not related to the fractured complaint stent. This event was reported as 3011632150-2024-00036. The complaint was categorised as a "stent fracture (type ii to v)". The cause categories assigned were "user" and "physiological loading". The reported complaint is not related to a deficiency of the device. Section b.1. And section b.2. Were updated. Section b.5. Was updated with additional information, section g.6. And h.2. Were updated to show the type of report (follow-up 01) and reason and h.6. Was aligned with the conclusions of the investigation and section h.11. Was updated.

Event description:
This report is related to MDR 3011632150-2024-00034. On (B)(6) 23, the physician attempted to treat the full length of the right superficial femoral artery (sfa). The vessel was prepared via balloon angioplasty using a 4 x 150 mm device. The vessels showed calcification, lumen narrowing, and vessel collateralisation. The first 5.0 x 150 mm biomimics 3d (bm3d) (the subject of this report) stent was placed in the proximal sfa, and it was then post-dilated. The physician then deployed another 5.0 x 150 mm bm3d in the distal sfa and popliteal artery. A third 5.0 x 125 mm bm3d stent was placed in the mid sfa. This 5.0 x 125 mm stent was placed in overlap with the complaint stent proximally, and the other 5.0 x 150 mm stent distally. The procedure was then concluded with multiple balloon expansions throughout the length of the sfa within each bm3d stent. Improved blood flow was achieved. It is important to note that this sequence of stent deployments was not in line with instructions for use (IFU). The instruction given in the IFU is as follows: "if multiple stents are used, deliver the most distal stent first to minimize the risk of stent dislodgement/damage or unsuccessful delivery to target site.", "caution should be used when crossing the deployed stent with any adjunctive devices.". The physician did not adhere to the IFU in this case. On (B)(6)2024, a follow-up procedure was performed in which a total occlusion of the distal sfa and popliteal artery was identified (report 3011632150-2024-00036). There was also a stenosis in the mid sfa (reports 3011632150-2024-00034 and 3011632150-2024-00037) and the proximal sfa (this report) where the complaint stent was placed. On (B)(6)2024, a follow-up procedure was performed in which the physician treated the vessel using drug eluting balloon (deb) expansions. A 4 x 200 mm deb device and a 5 x 200 mm deb device were used. At this point, the physician identified a potential stent fracture in the 5.0 x 150 mm bm3d stent which was located in the proximal sfa region just proximal to the overlap with the 5.0 x 125 mm bm3d stent placed in the mid sfa.

Event description:
This report is related to MDR 3011632150-2024-00034. On (B)(6) 2023, the physician attempted to treat the full length of the right superficial femoral artery (sfa). The vessel was prepared via balloon angioplasty using a 4 x 150 mm device. The vessels showed calcification, lumen narrowing, and vessel collateralisation. The first 5.0 x 150 mm biomimics 3d (bm3d) (the subject of this report) stent was placed in the proximal sfa. It was located 12 cm distal to the femoral bifurcation. Then, atherectomy with a jetstream device was performed until the p2 segment. The physician then deployed another 5.0 x 150 mm bm3d in the distal sfa and popliteal artery/p2 segment. A third 5.0 x 125 mm bm3d stent was placed in the mid sfa. This 5.0 x 125 mm stent was placed in overlap with the complaint stent proximally, and the other 5.0 x 150 mm stent distally. The procedure was then concluded with post-dilation of 4.1 mm multiple balloon expansions throughout the whole length of the sfa/p2 segment. Improved blood flow was achieved. It is important to note that this sequence of stent deployments was not in line with instructions for use (IFU). The instruction given in the IFU is as follows: "if multiple stents are used, deliver the most distal stent first to minimize the risk of stent dislodgement/damage or unsuccessful delivery to target site.", "caution should be used when crossing the deployed stent with any adjunctive devices.". The physician did not adhere to the IFU in this case. The physician reported that the 5.0 x 150 mm stent in the proximal sfa showed distortion following its deployment. On (B)(6) 2024, a follow-up procedure was performed in which a total thrombotic occlusion of the distal sfa and popliteal artery/p2 segment was identified (report 3011632150-2024-00036). On (B)(6) 2024, the thrombotic occlusion of the p2 segment was treated with thrombolysis as therapy. On (B)(6) 2024, a check of the thrombolysis was made and a prophylactic balloon dilation was performed. There was also a stenosis in the mid sfa (reports 3011632150-2024-00034 and 3011632150-2024-00037) and the proximal sfa (this report) where the complaint stent was placed. On (B)(6) 2024, a follow-up procedure was performed in which the physician treated the vessel for in-stent stenosis using drug-eluting balloon (deb) expansions. A 4 x 200 mm deb device and a 5 x 200 mm deb device were used. At this point, the physician identified a type 3 stent fracture (full separation of stent crowns) in the proximal region of the 5.0 x 150 mm bm3d stent which was located in the proximal sfa just proximal to the overlap with the 5.0 x 125 mm bm3d stent placed in the mid sfa. No other stents were implanted following identification of the fracture. Additional information was provided via the complaint site since the completion of the investigation, it was reviewed by veryan on 24-oct-24. It provided additional details on the case including details that the physician had noted stent pattern distortion following this stent's deployment as well as additional details on the implantation procedure on (B)(6) 2023 and follow-up procedures.

Manufacturer narrative:
This report is related to MDR 3011632150-2024-00034. A detailed review of all the lot history records pertaining to the manufacture of relevant stent and delivery system lot showed no issues that were deemed related to the complaint investigation. The angiographic images were reviewed and it was confirmed that the 5.0 x 150 mm stent placed in the proximal sfa fractured. A type 3 fracture (full separation of stent crowns) can be seen just proximal to the region of overlap with the 5.0 x 125 mm bm3d stent placed in the mid sfa. Approximately 20 mm above this, another stent fracture was present. This is possibly a type 1 fracture (single strut fracture) or a type 2 fracture (multiple single strut fractures). The fractured region of the complaint stent was reviewed at each timepoint throughout the patient's treatment (implantation on (B)(6) 2023, follow-up #1 on (B)(6) 2024 and follow-up #2 on (B)(6) 2024). In order to determine the condition of the fractured regions at each stage, a comparison of images from each time point was developed and reviewed within the complaint file. On (B)(6) 2023, the angiographic image taken post-deployment showed distortion present in the sixth, seventh and eighth crowns from the distal edge of the stent. A small indentation was seen on the right side of the stent four (4) crowns above the noted distortion. Notably, these points of stent pattern disruption coincide with the stent fractures which were visible during the follow-up procedure on (B)(6) 2024. It also appeared that these fractures were developing, if not already present, during the follow-up procedure on (B)(6) 2024. The image comparison in the complaint file showed that the stent fractures on this 5.0 x 150 mm stent (the subject of this report) developed within the 10 months that elapsed since implantation. It is important to note that when a bm3d stent is deployed with a distorted stent pattern, the stent does not have the intended pattern in that focal region. If this distorted focal region is then subjected to physiological loading, it may not have the same fatigue resistance as a stent that is deployed as intended. The investigation concluded that the stent fractures developed over time as a result of the stent pattern distortion. Additional information provided by the physician reported that the site was aware of stent pattern distortion following the deployment of the complaint stent. Veryan is aware that movement of the delivery system during deployment is a potential root cause of stent distortion. The root cause of the stent pattern distortion cannot be fully confirmed. However additional information received since completion of the investigation noted that the physician cannot rule out that delivery system movement occurred during the deployment of the complaint stent. It is now apparent that the complaint site understands that the stent fracture was a result of the stent distortion that was noted and that the deployment method used may have caused this stent distortion. It is likely that unanticipated movement of the delivery system during deployment was a potential root cause of the fractures identified. Based on the angiographic image review, it was understood that the physician elected to deploy the complaint stent first in the proximal sfa, which was followed by the deployment of two other stents more distally in the vessel. The cautions given in the IFU indicate the potential for stent pattern difficulties when a deployed stent is crossed with additional delivery systems and/or ancillary devices. In this case, the physician did cross the complaint stent with multiple delivery system/ancillary devices. Therefore, the user is a potential contributing factor to the stent fracture which occurred. It was understood by veryan that the stent fractures present were the result of a stent pattern distortion in the deployment procedure. It was believed that the physician's choice to deploy the most proximal stent first (the 5.0 x 150 mm stent in the proximal sfa) could be considered a potential contributing factor to the stent fractures seen in this case. A thrombotic occlusion was noted during the first follow-up procedure on (B)(6) 2024. It was understood that this occlusion was located in the distal sfa/popliteal artery/p2 segment where the second 5.0 x 150 mm stent was placed, and was therefore not related to the fractured complaint stent. This event was reported as 3011632150-2024-00036. The complaint was categorised as a "stent fracture (type ii to v)". The cause categories assigned were "user" and "physiological loading". The reported complaint is not related to a deficiency of the device. Section b.5. Was updated with additional information received since completion of the investigation, sections g.6. And h.2. Were updated to show the type of report (follow-up 02) and reason and h.6. Codes were updated. Section h.11. Was updated to reflect the sections of the report that have changed.

Event description:
This report is related to MDR 3011632150-2024-00034. The patient was implanted with two biomimics 3d (bm3d) stents (one 5.0 x 150 mm stent (device 1 - the subject of this report) and one 5.0 x 125 mm stent (device 2)) on (B)(6) 2023. There was a reintervention procedure performed on (B)(6) 2024 for an occluded stent but no fractures were determined. On (B)(6) 2024, there was another reintervention and fractures were determined. The devices are not returning. The event necessitated additional medical/surgical intervention to prevent further injury. The physician believes the incident was related to the devices. Veryan's date of awareness of this event was (B)(6) 2024.

Manufacturer narrative:
This report is related to MDR 3011632150-2024-00034. The complaint investigation is in progress. If any additional information is received a follow-up report will be provided.